Event description:
Product defect [device defective]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns product complaint of device defective and no adverse event from the united states. On 28-apr-2026 amneal pharmaceuticals received information from pharmacist via voicemail concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension. The patient started treatment with risperidone for extended-release injectable suspension 50-milligram (dose, frequency and therapy dates were not reported) (ndc: 70121-2628-5) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. The pharmacist reported a product defect for a risperidone injectable suspension. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter did not provide the causality of events device defective and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.